Event description:
Pacemaker was under bsc advisory for hydrogen premature battery drain. Device had confirmed premature battery drain for over 2 years. Had been watching battery status since. Received referral from va with request for pacemaker generator change due to hydrogen premature battery drain. Pacemaker generator change done about 5 months ago.